Manufacturer narrative:
(B)(4). Results: the actual needle revealed a fracture in the area of the channel at the needle eye, the weakest point of the needle. During visual inspection under a light-microscope at the broken needles several marks of instrument were found on the needles (especially at the attachment area and at the needle point area) which indicates that the needles were handled there. The appearance of the breakage indicates that the material was overstressed during used (first bent up and then breakage). Conclusion: the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.